Event description:
A customer reported that on (B)(6) 2012 "before going to bed", she attempted to perform a blood glucose test with her adc meter, but the "meter would not turn on and had a blank screen". The customer reported that she "took insulin between 10pm and 11pm and went to bed". The customer further reported when she awoke at 5:00am on the morning of (B)(6) 2012, she was "laying on the floor", and had experienced a loss of consciousness. Paramedics were called, checked the customer's blood sugar, and administered oral and intravenous glucose to the customer. The customer was transported to a health care facility where she was diagnosed with hypoglycemia. The customer did not know if she received any medication at the health care facility that had not been previously prescribed to her. No self-treatment was reported. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. No blank screen was observed. No new issues were observed. The complaint is not confirmed.